Event description:
It was reported that the stent delivery system was difficult to remove. The carotid wallstent was used in a carotid artery stenting (cas) procedure. After stent placement, an attempt was made to remove the delivery system, but it was too hard to pull out and could not be removed without the guidewire. There were no patient complications as a result of this event.

Manufacturer narrative:
Device eval by manufacturer: the carotid wallstent device was returned for analysis. A visual and tactile examination identified no issues with the catheter or delivery system. There were no issues noted with the stent cups or stent holders. The device was returned with the stent fully deployed from the delivery system. The stent and the customer's guidewire were not returned for analysis. A 0.014" guidewire was advanced onto this device and removed without issue. Therefore, the reported event could not be confirmed.

Event description:
It was reported that the stent delivery system was difficult to remove. The carotid wallstent was used in a carotid artery stenting (cas) procedure. After stent placement, an attempt was made to remove the delivery system, but it was too hard to pull out and could not be removed without the guidewire. There were no patient complications as a result of this event.